Event description:
The technician alleged that the brakes would set but the brake caster at the head of the stretcher is not holding. No patient impact.

Manufacturer narrative:
The technician replaced the hex rods to resolve the issue.